Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing impedance issues and ineffective therapy. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of even is estimated.